Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 19. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.